Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge using internal paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. The customer's report was attributed to poor coupling between the internal paddles and patient. Review of the device log shows lead fault condition we suspect is related to poor contact. The fault is eventually cleared, allowing a shock to be delivered. The device and accessories including the internal paddles were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.